Manufacturer narrative:
(B)(4). D4: batch # t5d09w. Additional information was requested, and the following was received: no patient consequences. Device deployed the staples but it won't formed b shape, it was irregular. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Per ¿it cuts the tissue but not formed the staple¿, if the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Could you please clarify if the device deployed the staples? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during a lap anterior resection, cdh29a misfired. It cuts the tissue but not formed the staples so anastomoses not done perfectly. The surgery was delayed by 45 minutes. The surgery was successfully completed.